Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is reporting that he removed the sensor and he noticed some of the sensor cannula was missing and he thinks the cannula is inside his body. Customer reports that he did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer blood glucose was 163 mg/dl. The sensor is expected to be returned.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. No broken or missing parts were observed during analysis.